Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 1: initial ast gave 215 u/l; repeat gave 17 u/l. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 6: initial ast gave 342 u/l; repeat gave 10 u/l. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 8: initial glucose gave 32 mg/dl; repeat gave 84 mg/dl. Initial ast gave 641 u/l; repeat gave 27 u/l. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 7: initial glucose gave 2 mg/dl; repeat gave 95 mg/dl. Initial ast gave 461 u/l; repeat gave 15 u/l. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 5: initial glucose gave 9 mg/dl; repeat gave 106 mg/dl. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 3: initial ast gave 267 u/l; repeat gave 483 u/l. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 2: initial glucose gave 40 mg/dl; repeat gave 85 mg/dl. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 10: initial glucose result 41 mg/dl, repeat 133 mg/dl. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 4: initial glucose gave 2 mg/ml; repeat gave 104 mg/dl initial ast gave 311 u/l; repeat gave 32 u/l. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.

Event description:
Approx 10 pt samples with discrepant results, the following examples were provided. Pt 9: initial glucose gave 3 mg/dl; repeat gave 84 mg/dl. Erroneous results were not reported. The field svc rep determined the cause of the discrepant results was due to reagent dispense incorrect, and flushed out reagent channels; tightened multi-switch valve plates on reagent probes and replaced glucose r1 dispense nozzle. Performance tests were performed which were within specifications.